Event description:
Zoll pads were attached to the patient. After the patient was rolled to their side the zoll machine (defibrillator) prompted the rn to "attach pads". The connections were check and everything appeared normal. New pads (defibrillator electrodes) were applied. It was noted that there was an exposed wire on the front pad where it inserts into the pad. Pads were needed for cardioversion.